Event description:
It was reported that the lead dislodged during an implant attempt. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned and analyzed. Blood/body fluid was present on all conductors.